Manufacturer narrative:
The initial MDR 2517506-2025-00124 was filed on 07-aug-2025. Additional information (14-oct-2025): MDR 2517506-2025-00120 initially reported high-sensitivity troponin I (tnih), vancomycin (vanc), and thyroid stimulating hormone (tshl) initial results, obtained from the dimension exl with lm instrument, were alerted with hil (hemolysis, icterus, and lipemia) alert index values, flagged with abn assay, and reported to the physician(s); however, siemens had not received any actual results at that time. Siemens filed 2517506-2025-00120_s1 on 11-aug-2025 for data received for tnih and MDR 2517506-2025-00124 for data received for tshl. Data for vancomycin was not received. Siemens investigated the event and the troubleshooting performed by the siemens customer service engineer (cse). The photometer lamp details and probe counts were within the acceptable range. The cse identified broken cuvette windows and loose sample probes. The cse performed services and maintenance, which included alignment checks on the sample and reagent probes, the photometer, and resetting the result monitor for the hemolysis, icterus, and lipemia (hil) assay. Post-service intervention, the quality control (qc) recovery remained within acceptable limits. Based on the available information, siemens concluded that a cracked cuvette window and misalignment of the sample probe were the cause of the falsely elevated high-sensitivity troponin I (tnih) result and the falsely depressed thyroid stimulating hormone (tshl) result. The dimension exl with lm instrument is operating as specified, and no further evaluation is required. Siemens updated section h6 to include new codes that reflect the investigation conclusion. Mdrs 2517506-2025-00120, 2517506-2025-00120_s1, and 2517506-2025-00120_s2 were filed for the same event.

Manufacturer narrative:
The customer reported a thyroid stimulating hormone (tshl) falsely depressed result, obtained from the dimension exl with lm instrument, was alerted with hil (hemolysis, icterus, and lipemia) alert index values, flagged with abnormal assay, and was reported to the physician(s). Siemens is investigating the event.

Event description:
The customer reported a thyroid stimulating hormone (tshl) falsely depressed result, obtained from the dimension exl with lm instrument, was alerted with hil (hemolysis, icterus, and lipemia) alert index values, flagged with abnormal assay, and was reported to the physician(s). The patient sample ID (B)(6) was repeated on the same instrument; the repeat result was considered correct, and the customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the event.